Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The physician chose to replace the leads because he accidentally nicked one of the leads during the surgery. The physician did not suspect device malfunction. The patient was reportedly doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70 serial#: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient will undergo a lead revision procedure.